Event description:
A high blood glucose reading of 590 mg/dl was obtained on a medisense pcx blood glucose meter. Insulin was administered to a hospital patient based on this reading. An hour later, a value of 415 mg/dl was obtained and insulin was administered again based on this reading. Fifteen minutes later, the patient began to experience extreme symptoms and another blood glucose reading of 255 mg/dl was taken on the meter and a concurrent laboratory value of 10 mg/dl was obtained. When these values are plotted on a clarke error grid, they fall into the "e" zone which is considered to be clinically significant. Medical intervention was required.